Event description:
The customer reported that during an examination, when he tilted the patient table, the serial changer (above the patient) unintentionally moved downwards to the patient.

Manufacturer narrative:
(B)(4).